Event description:
A report was received from the USA stating that an 840 ventilator was inoperative. The device was not being used on a pt when event occurred.

Manufacturer narrative:
A covidien technical support engineer (tse) troubleshot the issue with the customer over the phone. The tse suggested swapping the compressor to a known good device to determine if the compressor is the root cause of the reported malfunction. Covidien was not authorized to service the device. Covidien reference: (B)(4).